Manufacturer narrative:
The cause for the discordant advia centaur xp tni-ultra results is unknown. Siemens healthcare diagnostics reviewed the patient data as well as the calibration and qc data. Results were high from one readypack of advia centaur troponin ultra reagent lot 010114. When the samples were repeated on reagent lots 010115, results were acceptable. The customer had been using reagent lot 010114 since march 2017 without any issues. Siemens cannot identify root cause as the readypack was discarded. The customer did not observe any clumped solid phase in the readypack. Siemens cannot rule out shipping/handling or storage issues with this readypack. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed elevated advia centaur xp troponin ultra (tni-ultra) results from one readypack of reagents. When the samples were repeated on a readypack from another lot, the results were lower. The results were also lower on an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra results.